Event description:
It was reported that a crystalens (at50ao) was implanted on (B)(6) 2011. The lens was repositioned on (B)(6) 2011 at magnolia asc and subsequently explanted on (B)(6) 2011 as newport bay asc. The lens was removed in 3 pieces and it was replaced with a different lens. All three surgeries were performed by the same surgeon.

Manufacturer narrative:
The lens has been requested, but has not been received by bausch+lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.